Manufacturer narrative:
D4. Medical device expiration date: n/a, this device does not expire. Investigation summary: "material #: 364815. Lot/batch #: 3201342. Bd received 250 samples for investigation. The samples were evaluated by visual examination and functional testing, each connected to a bd needle, and no defects were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes discolored, difficult to insert tube, and loose connection from needle. Bd was not able to identify a root cause for the indicated failure modes. It is recommended to hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® one use holders, the blood collection tubes are difficult to insert, they separate from the acquisition device, and they are too opaque to see the blood collection tube fill volume. No impact was reported.